Manufacturer narrative:
Continuation of d10: product ID fp9000l serial# unknown. Product type accessory product ID 97754 serial# (B)(6). Product type recharger product ID 37761 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the 37761 desktop charger (serial number (B)(6)) revealed a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the recharger (insr) pins at desktop charger (dtc) connection site are damaged and pins are also damaged on dtc itself. Nothing frayed but dtc connection feels a little loose. When charging the insr, the charge level of the insr will change and be inconsistent per patient (pt). Today in clinic it was showing charging insr from 25 to 50% and then 75 to 100% within short periods of time. Technical services (tss) reviewed replacing both components. Tss then called back caller to make the correction that due to insr damage, the pt would need to be transitioned to the wr9200/rs7200 recharger which caller was fine with. She will work with pt on recharger training once she receives the wr. Issue started 1-2 months ago per pt. The rep reported that the cause of the insr and dtc damage is unknown. Steps taken to resolve the issue are the insr is being replaced, and the rep has received the replacement charger and will instruct the patient on how to use the device. The insr is to be collected by the rep and returned.